Manufacturer narrative:
(B)(4). Date sent 10/1/2025. D4 batch #567d52. B3: only event year known: 2025. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the tx30v device arrived with no apparent damage and with a reload loaded on the device. The reload was received fully fired. The device was tested for functionality with a test reload. The reload was loaded without any difficulties and retaining pin was move into the anvil hole as epected and it fired all the staples as intended. The staple line was complete. However, six staples were noted in box form on the distal end of one row, these staples does not create fluid path. Additionally, the anvil was examined under magnification and one damage near of hole was observed and it most possible that this condition cause that during the firing the anvil has a slightly movement causing the condition of the staples. The damage on the anvil is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. The event described of cartridge loading and retaining pin advancement could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 567d52, and no non-conformances were identified. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a thoracic procedure, the device performed as indented (with the first preloaded reload) but when a second xr30v reload was loaded, the hcp opened the jaws and they didn't fully open and the pin on the reload didn't return to the home position. Pin remained slightly exposed. There were no patient consequences.